Event description:
It was reported that shaft fracture occurred.   Cytosine-adenine-guanine (cag) diagnostic was performed by obtaining vascular access via the right femoral artery with an unspecified vascular sheath. The 90% restenosed, concentric target lesion was located in the severely tortuous and non-calcified proximal left anterior descending artery (lad) extending to the distal lad. After the engagement of an unspecified size non-bsc guiding catheter to the left coronary artery, a non-bsc pressure wire was inserted distal to the proximal lad lesion. A fractional flow reserve of 0.68 was obtained and a 2.5x30mm maverick monorial balloon catheter was advanced to predilate the lesion. Subsequently, a 3.00x38mm promus element¿ plus drug eluting stent was selected for use and advanced but failed to cross the lesion. The physician tried to push the device "harder and harder" until the device eventually broke. The device was removed without any segment retained inside the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. The bumper tip of the device showed signs of stretching & damage to its distal edge. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft fracture occurred. Cytosine-adenine-guanine (cag) diagnostic was performed by obtaining vascular access via the right femoral artery with an unspecified vascular sheath. The 90% restenosed, concentric target lesion was located in the severely tortuous and non-calcified proximal left anterior descending artery (lad) extending to the distal lad. After the engagement of an unspecified size non-bsc guiding catheter to the left coronary artery, a non-bsc pressure wire was inserted distal to the proximal lad lesion. A fractional flow reserve of 0.68 was obtained and a 2.5x30mm maverick monorail balloon catheter was advanced to predilate the lesion. Subsequently, a 3.00x38mm promus element¿ plus drug eluting stent was selected for use and advanced but failed to cross the lesion. The physician tried to push the device "harder and harder" until the device eventually broke. The device was removed without any segment retained inside the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.